Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer states that they cannot always feel the lows. The customer states they have nighttime lows, and wake up on their own. The customer states it is more difficult to sense the highs. The customer reported that a follow up was not necessary. The customer declined to speak with the help line. No further assistance was needed.